Event description:
It was reported that during preventive maintenance (pm), it did not detect that the door is closed. There was no patient involvement. Bd technical support engaged with the customer and recommended to inspect the door latch sear and replace if damaged or replace the air-in-line sensor. Per report, the biomed will conduct repair and reach back to bd if further assistance is needed.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device 8100 that during preventive maintenance (pm), it did not detect that the door is closed was not identified during the customer call. Tech support recommended sending the module for repair.